Event description:
It was reported that coating issue occurred. The non-stenosed target lesion was located in a non-tortuous and no-calcified vessel of heart. A 035/260 amplatz super stiff guide wire was selected for use. During the procedure, it was noted that the coating had peeled off. The procedure was completed with another of the same device. There were no patient complications as a result of this event.